Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the end user has three (3) possible batch numbers in stock; however, it is unsure which batch was used. The possible batch numbers sre: batch number: 0061610761, production date: 03/15/2018, expiry date: 02/28/2021; batch number: 0061605732, production date: 02/15/2018, expiry date: 01/31/2021; batch number: 0061566529, production date: 05/31/2017, expiry date: 04/30/2020.

Event description:
As reported by the user facility: there was a tubing leak while chemo was being delivered. Patient reported to rn that the filter in her chemotherapy IV set up was wet. The rn assessed situation and noted that a few drops of liquid was noted on and near the filter. Rn stopped pump, clamped tubing and changed filter and male equashield component with chemotherapy ppe on (double gloves and gown). No injuries reported.

Manufacturer narrative:
(B)(4). One (1) used sample without packaging was returned for evaluation. Upon visual inspection no crack or other defects were noted. The returned set was tested for leakage per specification with failing results. Leakage was noted through the air vent holes of the 0.2 micron air eliminating filter. The defect of leakage was able to be confirmed through physical testing. The sample and all available information was forwarded to the supplier for further investigation. Based on the sample evaluation, it was observed that both vents were properly located with no appearance of mechanical damage and the housing of the filter also had no physical or mechanical damage. The batch review for all three potentially lots was performed and there were no findings or non-conformances related to the reported vent leak issue. At this time the root cause could not determined. With no signs of mechanical damage to the filter housing or the vent surface, it is likely that exposures downstream from filter assembly contributed to the vent leak issue. It should be noted that lower surface tension fluids used over a long period of time can saturate the vent and can potentially result in leaks. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.